Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found.

Manufacturer narrative:
Report date: 09aug2021. There was no patient involvement.

Event description:
The customer reported that the unit has check vent led failed error. The customer reported that the unit was not in use on patient. The customer contacted product support and power switch overlay replacement was recommended. Further information is pending.